Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
Information was received from a medical representative regarding a patient who was implanted with a neurostimulator for low ef, no history vt/vf (scd-heft). They reported that the patient was implanted in 2014, and did not charge battery for more than 6 months hence premature battery depletion occurred. The medical representative performed x7 physician mode reset (pmr) to try to reset battery and was unable to do so, provider and patient wanted to have replacement which was completed. The medical representative was notified in august that patient needed help with battery and it was determined that it was in overdischarge state, was not notified until recently that patient and hcp decided to replace the battery. On (B)(6) 2016, the device was explanted and battery was replaced. The issue was resolved at the time of this report. The medical representative indicated they were first aware that the od was unrecoverable a couple days before the replacement surgery. Had the patient try to do pmr one last time just to try. Patient stated he didn't charge battery for more than a year.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 9914 serial #(B)(4) showed the battery had a reduced capacity due to overdischarge. The device was received with no telemetry. After the ins was recovered following a physician mode recharge (pmr) the trace report showed a total recharge count of 49. The last recorded recharge session while the device was implanted occurred on (B)(6) 2015. The ins was recharged for 26 minutes and the battery charged from 3.720 volts to 3.725 volts. The battery discharged to the lock mode on (B)(6) 2015. The total therapy loss count was 6. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.